Event description:
Dealer states, the arm pads are worn and the caster wheels are worn on the chair, dealer also states a bushing is missing off of the seat frame. No injuries reported. Dealer hung up before being transferred to complaint team.